Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 18692114. Product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 20019699/18110508.

Event description:
It was reported that the patient had an infection. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively.